Event description:
It was reported that when the kit was opened it was noted that the catheter was kinked and they were not able to use it due to the kink. Another device was used to complete the procedure. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one t/l hickman catheter was returned for evaluation and one electronic photo was provided for review. In both the visual inspection and photo review of the device, it was noted that the catheter appeared to be slightly kinked near the distal tip. The sample was patent to infusion and aspiration with no leaks observed. However, as there was visible deformation of the catheter material near the distal tip, the investigation is confirmed for the reported catheter kink. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Potential contributing factors include damage during manufacturing/packaging/shipping/handling and excessive force during manipulation after removal. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records were provided to the manufacturer. A photo was provided. The lot number for the device was provided. The device history records and image are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that when the kit was opened it was noted that the catheter was kinked and they were not able to use it due to the kink. Another device was used to complete the procedure. The device was not used in/on the patient.